Event description:
It was reported that this right ventricular (rv) lead had shock lead impedance values (sli) ranging from 110 to 120 ohms when tested in clinic. The patient's device displayed sli of greater than 150 ohms. Technical services (ts) provided troubleshooting including recommending a commanded shock test. No adverse patient effects were reported. Currently, this lead remains in service.